Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 and "¿experienced an undesirable pneumo loss which caused delay to surgery". There was no impact or injury to the patient. Per further assessment it was found that "the system started to 'display' an overpressure. I was told that visually the pneumoperitoneum looked normal. It was specifically a robotic hysterectomy case. I was told the pressure reading on the gui screen was bouncing all over the place and it was reading a very high pressure, then eventually the system stopped 'airseal mode' and the pneumo was lost through the valveless port quite quickly". The procedure was completed with a delay of a 6-8 minutes. The asm-evac, airseal filtered tube set and the ias8-100lp 8 mm access port and low profile obt w/bladeless optical tip will be listed as concomitant devices and there is no allegation against them. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 and ¿experienced an undesirable pneumo loss which caused delay to surgery.¿ there was no impact or injury to the patient. Per further assessment it was found that "the system started to ¿display¿ an overpressure. I was told that visually the pneumoperitoneum looked normal. It was specifically a robotic hysterectomy case. I was told the pressure reading on the gui screen was bouncing all over the place and it was reading a very high pressure, then eventually the system stopped ¿airseal mode¿ and the pneumo was lost through the valveless port quite quickly.". The procedure was completed with a delay of a 6-8 minutes. The asm-evac, airseal filtered tube set and the ias8-100lp 8 mm access port & low profile obt w/bladeless optical tip will be listed as concomitant devices and there is no allegation against them. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.